Event description:
The customer reported that their device had locked up and would not respond to any user initiated controls. The service indication was also illuminated on the device and had logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack. Proper device operation was observed through functional and performance testing and the device was returned to service for use. The device was not returned to physio-control for evaluation.